Event description:
User was in a nursing home when an attendant assisted the user into a manual wheelchair that was not fully opened. When the consumer sat in the chair, consumer placed consumers finger in the seat tube saddle block below the seat. As consumer sat down consumer's weight pinched consumer's finger in the block. Consumer's finger was later amputated due to the injury.